Event description:
Mandatory medwatch received reporting a pt death while the pump was in use. The report states, "unexpected death of a pt due to overdelivery of dilaudid (1mg/ml versus 100mcg/ml), 1 bolus dose of 0.5ml initiated. Autopsy underway, bloodwork sent for tox screen, dilaudid, fentanyl and benzos. Known sensitivity to narcotics, desaturated following dose of fentanyl in pacu". The customer was contacted for further info. The pt was admitted on the evening before the day of the event for a laparoscopic appendectomy. At 10:30pm the surgery was performed. After an unspecified amount of time, the pt was transferred to the pacu where an unspecified amount of fentanyl was given. This caused the pt's respiratory rate to decrease requiring oxygen & the pt recovered. At 1:30am on the day of the event the pt was transferred to a regular floor where the pca pump was programmed as per the physician orders, in the pca only mode to deliver dilaudid 100mcg/ml with a 50mcg pca dose, 8-min pt lockout & a 600mcg 4-hour limit. The actual concentration of medication in the vial mixed in the pharmacy was reportedly 1mg/ml of dilaudid instead of the intended 100mcg/ml. At 3:21am, the nurse initiated the only dose of dilaudid that was delivered. At 3:30am, the pt was found to have a decreased respiratory rate and "soon after" a code was called. At around 4:00am, the pt was in asystole & at 4:25am the pt expired. Though requested, no further info was available.